Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. Evidence of reported problem in event log was found. During the evaluation of the device, the motor was activated and the device went into error 1870 and battery depleted. The motor and circuit board were replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1870 during testing. There were no reported adverse events. There was no patient present.